Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs provided. Bd received two insyte autoguard units from material number 381012, lot number 9008782. One unit was unused in a sealed package and the other was a used catheter-adapter assembly without any packaging. Five photographs were also submitted which displayed one unit in a sealed package and one catheter/adapter assembly in a plastic bag. Through the visual microscopic examination of the used unit a slit(cut) was observed above the nose of the adapter. This slit(cut) that was observed allowed the unit to leak. No damage was observed on the unused unit. The reported issue was confirmed. The damage observed on the used unit was manufacturing related when the catheter/adapter assembly is lowered (loaded) to the needle/grip assembly. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that defective catheter was found during use with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter, "after punctured, blood leked from the middle of the catheter adopter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective catheter was found during use with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter, "after punctured, blood leked from the middle of the catheter adopter."